Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient did not tolerate anticoagulant medication well and stopped taking it, so one of the planned treatment options was prescribing an anticoagulant medication, which suspected that patient potentially had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. In addition, patient had history of chronic kidney disease, which is a well-known risk factors for bioprosthetic leaflet calcification, which could result in thickened leaflets. As such, available information suggests that patient factors (inadequate anticoagulant therapy, thrombosis, chronic kidney disease) may have contributed to the reported leaflet thickening. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record review, patient had severe aortic stenosis, with eoai of 0.3 cm2/m2, or eoa of 0.585 cm2. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported valve stenosis. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, patient had thickened leaflets, which could lead to suboptimal leaflet coaptation resulting in central regurgitation as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported central regurgitation. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, heart failure, thickened leaflets, stenosis, and central regurgitation were confirmed and necessitated device revision or replacement, based on the provided medical report. The available information suggests patient factors (inadequate anticoagulant therapy, thrombosis, and chronic kidney disease leading to thickened leaflets) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 4 years and 2 months following a transfemoral artery aortic valve replacement, the 23mm sapien 3 valve was possibly failing, with concerns the patient may have hypo-attenuated leaflet thickness. Medical records revealed the valve is small with severe prosthetic aortic valve stenosis, thickened leaflet, mild central aortic insufficiency, and mild paravalvular leakage (pvl), with a mean gradient of 50 mmhg, dimensionless index of 0 2, and an indexed affective orifice area of 0.3 cm2/m2. Several treatment options were proposed: blood thinners to reverse or slow leaflet thickening, tavr explant with surgical valve replacement and root repair, or valve-in-valve, though the annulus was potentially too small, and the third option did not account for unaddressed aortic aneurysm.